Manufacturer narrative:
There were no injuries or property damages reported this incident. There is a CAPA in place that addresses this issue.

Event description:
Consumer claims his daughter had the heating pad plugged in but not in the on position. He noticed a discolored area on the controller. No injuries or property damages were reported with this incident.